Manufacturer narrative:
Complaint investigation underway.

Event description:
Per cnf, it was reported that: sales rep advised by customer that the victory wire stripped the outer coating when they went to pull back the balloon. Patient not impacted, but the balloon was stuck and had to pull all out.

Event description:
Per cnf, it was reported that: sales rep advised by customer that the victory wire stripped the outer coating when they went to pull back the balloon. Patient not impacted, but the balloon was stuck and had to pull all out.

Manufacturer narrative:
Complaint investigation underway (B)(4).